Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer was having high blood glucose readings. The customer's blood glucose reading went as high as 410 mg/dl. The customer kept trying to treat with the insulin pump but the readings would not lower. The customer then treated with manual injections, and the reading went down to 102 mg/dl. The caller performed troubleshooting and did not find any problems with the device. On (B)(6)2017, the caller called to report that they did not trust the insulin pump and wanted a replacement. On (B)(6) 2017, the caller reported that she changed out the insulin vial, and the customer's blood glucose readings were normal, and they no longer wanted to return the device. Insulin pump was returned.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.